Event description:
Device implanted and 5ccs saline infused. During 5/2003 afterload, radiation oncologist not able to retrieve fluid. CT scan determined balloon was empty. Device explanted and new device implanted in 2003. Pt received brachytherapy without incident.